Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the torque wrench handle was reported as stiff. The surgeon was not able to remove the shaft during spinal fusion treating thoracic compression fracture. The procedure was completed without surgical delay. No adverse effect to the patient was reported. No further information is available. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, quantity unknown). Unknown setscrews (part# unknown, lot# unknown, quantity unknown). This report is for one (1) viper 2 system final tightener handle, torque limiting this is report 1 of 1 for (B)(4).